Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that high capture threshold and low sensing were noted. Lead dislodgement was initially suspected. Prior to a scheduled procedure, no capture was observed. The patient felt heart pain during threshold test at 7.5v. Fluoroscopy images revealed perforation. The physician decided to not proceed with the procedure, but hospitalized the patient until a lead revision could be performed. The lead was explanted and replaced. The patient condition is good.